Event description:
A tracheostomy tube was in situ on a mentally handicapped pt. The tracheostomy tube allegedly became dislodged; the pt went into respiratory distress and expired. It is reported that the strings were tied to the tracheostomy tube collar and the tube was out of place and was lying near the medial end of the pt's right collar bone. There is no evidence that there was any problem or defect in the tracheostomy tube or string tie that caused or contributed to the death of this pt.